Manufacturer narrative:
Though remote, there is a potential for patient or user if the following multiple and consecutive events were to occur: the laser's footswitch was inadvertently depressed, both of the internal micro switch ball bearings would need to fail simultaneously, an individual in the vicinity of the device was not expecting the laser to fire and was not prepared for laser activation (in normal usage, the laser is designed to only fire with an attached laser fiber), they were within 0.7 m of the laser as the beam diverges and becomes harmless (for ocular damage) beyond this distance (for naked skin damage this distance is 70 mm), they were looking directly into or standing in front of the straight line of laser energy, the user would have to remove or take off their laser safety goggles, the laser was not in standby mode (which occurs in 1 to 5 minutes of the last firing). In the standby mode, energy release is not possible unless the user manually switches out of the mode (pressing the standby switch) and then pressing the laser fire switch. And, on all solvo models, the fiber connector cover door was open with respect to one of the foregoing steps above, it was determined that the micro switch ball bearing sticking condition could be caused by foreign matter accumulation or slight corrosion if the unit was exposed to high humidity in non-controlled operating environments. It was noted that the reports on the original complaints that were being investigated were from high humidity regions. The company has not seen this condition in any other reported complaints. It is important to note that: this potential micro switch fault condition was not found during clinical use of the laser. There have been no reported customer complaints regarding the inadvertent or accidental release of laser energy when the laser fiber was not attached. Approximately over (B)(4) lasers have been sold worldwide over the last 10 years that utilize this ball bearing micro switch mechanism. The laser fiber IFU states the sequence of attaching a fiber should be first attach the fiber to the laser and then turn the laser on into stand-by mode. If this is followed, there is no possibility of inadvertent laser energy release even if the fiber interlock micro switch is not working. In typical clinical use, the laser would go into the stand-by mode prior to any laser fiber change. Therefore, based on these recent findings and in an abundance of caution, dornier (B)(4). Is amending this complaint to include an MDR report of the remote possibility of this device potential malfunction. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001. Laser installed at and owned by dornier medtech america, inc.

Event description:
During the complaint investigation of a dornier holmium fiber recognition error when used with a dornier holmium laser, a theory was tested using an in house test laser in an effort to find the root cause of the fiber recognition error. This test resulted in learning that the laser itself could have a fiber interlock micro switch malfunction that if were to occur during use, the laser could remain in the active mode even though there was no fiber attached. Although unlikely to occur, this fault mode could allow the laser to release energy without a laser fiber being attached.